Event description:
The customer reported that a ma error message displayed on the system. No pt injury was reported.

Manufacturer narrative:
The MDR is related to ge healthcare. The ge service rep replaced the xray tube and calibrated the system.